Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they had been going 6-8 times a night. The patient stated she dribbles and it is hard for her to get urine to come out. The patient noted if she struck her hand under water, it helped. The patient stated she tried moving voltage up to 1.3 v several months ago and her symptoms did get a little better. The patient noted now her symptoms were bad again. The patient noted they did not feel stimulation, and her stimulation was on. The patient increased stimulation to 1.5 v and felt stimulation on her left side close to her tailbone, the patient stated that she did feel stimulation in the bike seat area. The patient stated she was on program 1 and would keep it there to assess symptoms. The patient noted the symptoms began about 3 months ago. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.